Event description:
A customer contacted baxter's technical service center to report that she saw a speck in the patient line during use, and wanted to start over with new supplies on the homechoice machine. The home patient (hp) wanted assistance to end setup. The technical service representative assisted hp end setup. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the home patient (hp), it was revealed that she had noticed a speck, but could not identify the color or identity. The hp stated that she had resumed setup using new supplies. Per hp, it was an isolated incident, and has had no issues with the supplies. The hp stated that she is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore, no evaluation could be performed. This complaint is for a report of particulate matter (pm) observed in the patient line. The set was not returned for complaint investigation therefore, the complaint cannot be confirmed in the lab. The lot number was unknown; therefore, a batch review was not performed. The root cause of the complaint was not determined. This product is visually and functionally inspected on a sampling basis for these types of manufacturing defects, including pm, in the in-process and final inspection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.